Event description:
Philips received a complaint from customer biomed reporting a faulty power supply on <device> ventilator. The device was not in clinical use. There was no report of patient/user harm. The customer biomed reported 120v observed on the av inlet but not the 24v. Also in service mode, unit shows 0v for on 24v power reading. A philips remote service engineer (rse) confirmed the appropriate troubleshooting and recommended replacement power supply. The customer was provided the part number.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the 120v was seen coming in on the av inlet, but while checking on the brown and orange, the 24v was not seen. The customer also mentioned that the device showed 0v for on 24v power reading in service mode. The rse confirmed that the customer was correct with troubleshooting and provided the customer with the part number and price for a replacement power supply. The customer replaced the power supply, and the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. No further issues were reported.